Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficulty removing the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the protective sheath could not be removed from the 2.0 x 12 mm nc trek balloon during preparation of the device. There was no patient involvement. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.